Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reloaded the same cartridge and received an accurate fill estimate.